Event description:
Additional information was received from a manufacturer representative (rep). The cause of the high impedances was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-21: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated they were getting settings not available on their controller. The patient said the message started about 15 minutes ago. The patient confirmed they had not had any falls or anything like that recently, but said they had a fall last february. The patient was on group b at the time of the call (and thinks they were on b before), with controller 90% and implant 60%. The patient tried to change to group a, and increasing stim on a and was able to without be seeing settings not available. The patient tried switching back to group b and tried to increase but again got settings not available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. 2025-mar-12: additional information was received from the patient (pt). They reported that the stimulator isn't working well and they don't know how to get it set where it should be. Patient noted they need to be reset and where it says usage on one side it says 40 and the other is says 90. Patient stated they are not sure if the stimulator is working and that they got settings not available yesterday and today. Agent asked patient if they have worked with a mdt rep before; patient reported they have on the phone. Agent offered and sent an email to the field. Rep responded and reported they reached out to the pt, but pt didn't know when they would be available to meet at their healthcare provider (hcp)'s office. Rep will have their colleague reach out to pt. Patient called back repeating their stimulation wasn't working right and they don't feel any stimulation. Patient confirmed this was a continuation of the issue in this case and said they got a call from a rep after their last call to ps, but that rep had to go and gave pt the info for another rep, but patient hadn't been able to reach that second rep yet. Agent had patient try to unlock controller on the call and patient reported settings not available. Agent sent fyi to rep that responded last time and redirected patient to doctor's office to contact a rep. 2025-apr-11: additional information was received from the manufacturer representative (rep). It was reported the cause of the settings not available message was that the impedances were over 40k on contacts 9 and 14. The patient was reprogrammed on 4/10 avoiding electrodes 9 and 14. The issue was resolved.